Manufacturer narrative:
(B)(4). The incident sample was discarded and is not available for eval. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
According to the customer, an rf ablation was performed on an 8cm fibroid laparoscopically. Although the procedure was completed fine, two days post-op, a blister was found on the pt's thigh where the pad had been placed. The injury was described as 1st degree. The type of treatment was not reported. The incident grounding pad was discarded before the injury was discovered.